Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that he had difficulty maintaining the recharger antenna in place, which was a hardship. The consumer reported that the belt didn¿t work, as it just falls off. The consumer reported that they informed a manufacturer¿s representative (rep) shortly after implant, who told them ¿everybody complains about it.¿ adhesive discs were ordered for the patient to try. It was noted that the patient charged it every other day. No further complications were reported. Additional information was received from a manufacturer representative (rep) via the patient on (B)(4) 2018. The rep indicated that the patient has always had great difficulty charging since implant as it relates to coupling. No matter what the patient does, they have difficulty. They tried using the belt and adhesive discs but neither has been effective. The rep indicated that the patient does get more than 2 coupling boxes if they keep moving the antenna. The rep pulled the physician programmer charging statistics which showed that the typical coupling was 8 boxes, the typical duration was 1.6 hours, and the typical interval was 2 days. Technical services advised the caller that these numbers seem within reason. The rep indicated that the patient says it takes approximately 2 hours to charge to 25%. Technical services advised the caller that replacing the product would not likely change anything since they are seeing the average coupling is at 8 bars. Technical services advised the caller to speak with the patient and to consider keeping a log. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
Product ID: pnma01411a004, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that no diagnostic imaging was performed yet. The rep reported that they were waiting for the patient to return to (B)(6) for an appointment with the healthcare provider (hcp). No further complications were reported.